Event description:
An endurant stent graft system was implanted in a patient for the treatment of a 5.9 cm diameter fusiform abdominal aortic aneurysm approximately three years ago. The infra-renal neck angle was 30 degrees. The aortic neck diameter was 20-23 mm in diameter and 21 mm in length. Right iliac artery was 15 mm in diameter and the left iliac artery was 11 mm in diameter. The femoral arteries were 8 mm in diameter bilaterally. There was circumferential aortic mural thrombus/calcification in the neck of 20%. It was reported that during a routine follow CT scan the bifurcated stent graft enbf2513c170ee had migrated proximally 5 mm with no evidence of an endoleak and no intervention was performed. No further information was provided.

Manufacturer narrative:
Evaluation methods: (films).

Manufacturer narrative:
(B)(4). Results: stent migration. Unknown cause of the stent graft migration. Conclusion: unknown cause of the stent graft migration.

Event description:
A film review was completed. Angiogram images from implant were reviewed. The ipsilateral limb was placed via the right side. The stent graft was implanted within several mm below the lowest left renal. No stent graft issues were seen on final angiogram. Cta images 1-day following the implant show that the proximal graft margin of the bifurcate is just below the left renal artery. The maximum abdominal aortic aneurysm diameter is 5.8cm; no endoleak is seen. Follow-up cta's at 2 and a half years post implant were non-contrast; the position of the bifurcate relative to the renal arteries could not be accurately assessed and compared to the cta images at implant. However, measurements taken relative to a nearby vertebra show that the stent graft likely did not migrate proximally, but may have migrated up to 5mm distally. The cause of the migration could not be determined. Since the films were non-contrast; any possible endoleak could not be assessed.